Event description:
It was reported that a large volume infusor had blockage. The device contained fluorouracil and saline. This occurred during patient infusion. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 13-14, 2024. The actual device was received for evaluation with no fluid in the bladder, as the customer had cut the tubing to drain the drug. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. An evidence of continuous flow of fluid out of the distal luer was observed. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.